Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Approximately 6 weeks after the operation, the suture was found to be broken intracorporeally. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch glk785, batch hb6997, batch hc5541, batch hc6111, batch hd5605. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.